Event description:
Patient was undergoing orthopedic surgery and near the end of the procedure the bed was airplaned to the right slightly and the bed was leveled. After, without any buttons being pressed, bed went into full trendelenburg slowly while the patient was positioned laterally. Remote unresponsive to any buttons pressed. Head of the bed hit the floor with feet in the air. Patient was unharmed as he was secured with a safety belt/safety strap, and taped to the bed along with being supported by the anesthesiologist while the bed slowly lowered. It took 11 people to lean on the foot of the bed to get it lowered. It was then noted that hydraulic fluid was leaking from the bed. Bed initially inspected on site but sent to skytron for service around (B)(6) 2022. They were unable to replicate so put back into service (B)(6) 2022. Again noted to be leaking hydraulic fluid on (B)(6) 2022 so sent back to skytron. FDA safety report ID# (B)(4).